Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. During the procedure, the activated clotting levels were above 250s and heparin was administered and the amulet was successfully implanted after two partial recaptures. Pre-discharge transthoracic echocardiogram (tte) showed no effusion. But upon getting up patient had syncopal episode as he was getting dressed, approximately 1cm of effusion was noted on bedside imaging. Patient was brought to the catheterization lab and attempted pericardiocentesis, which was unsuccessful. Due to unsuccessful pericardiocentesis patient had a cardiac arrest, a hemorrhagic right pleural effusion and mediastinal hematoma was noted which led to the patient required a right chest tube and cardiothoracic (CT) surgery was performed in the operating room. The surgeon noted a perforation on the diaphragm and no bleeding was noted around the heart. A surgery was performed to treat perforation. Chest tubes are in place and patient was reported recovering and stable.

Manufacturer narrative:
An event of syncopal episode and 1cm of effusion was reported. It was reported that due to unsuccessful pericardiocentesis patient had a cardiac arrest, a hemorrhagic right pleural effusion and mediastinal hematoma was noted which led to the patient requiring a right chest tube, and cardiothoracic surgery was performed. There was a perforation noted on the diaphragm; a surgical intervention was performed to treat perforation. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.